Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the customer was unable to rewind the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. Unable to confirm the motor error alarm due to the blank display. A corroded motor assembly and moisture damage on the keypad trace was also noted during visual inspection.